Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).

Event description:
Customer reported that there was an insulin leak, it was alleged that there was a defect with either the cartridge or the tubing. It was alleged that this has happened between 2-5 times. No adverse event was reported. The lot number was not provided. The infusion sets were discarded; therefore, no product could be requested to be returned for product evaluation.